Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 507645 implantable pacing lead - implanted: 2012-(B)(6); 419488 implantable pacing lead, implanted: 2012-(B)(6). (B)(4).

Event description:
The patient called to report that the last couple of mornings I feel a sudden change, short of breath, light headed, eventually in a few minutes it will go away, then it will come back. The patient also stated that they have taken their blood pressure and the bpm (beats per minute) reads forty-one, my low rate setting is set to sixty. The device remains in use. No patient complications have been reported as a result of this event.